Event description:
The patient reported being hospitalized on (B)(6) 2025, due to persistently high blood glucose levels and an inability to bring them down after an unspecified duration of pod wear on the hip/buttocks. No specific blood glucose values were reported. The patient was diagnosed with diabetic ketoacidosis at the hospital and required a three-day stay in the intensive care unit, with discharge on (B)(6) 2025. Treatment provided during hospitalization included multiple daily insulin injections. The patient further noted that she also developed an infection at the infusion site; however, she did not provide additional information regarding the medical diagnosis or treatment associated with the infection. No further details were reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis, or infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.3, hardware: iphone15.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.